Event description:
A hospital in (B)(6) reported via our distributor that water was leaking from the feed line of an mr290 humidification chamber. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290 chamber is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.